Manufacturer narrative:
Additional narrative: (B)(4). Examination of the returned instrument confirms the observation. The ball plunger feature on the handles no longer works / depresses properly. Very little to no movement can be achieved. Multiple and/or possibly poor cleaning over time is suspected to be the contributing factor. Per previous consultations with depuy engineering it is suspected that the cup attachment component may not always be removed prior cleaning the instruments and can be a factor in all fluids, cleaning agents and otherwise, being thoroughly removed and dried from and around the ball plunger feature affecting function. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). Depuy synthes has been informed that the lot number is not available. If additional information is received, d follow-up medwatch will be filed as appropriate.

Event description:
The duraloc curved cup impactor would not engage into modular inserter at time of cup insertion.